Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was pacemaker dependent and has been asymptomatic. The ventricular lead exhibited noise. The lead remained implanted. No further information could be obtained.